Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported that during the implant attempt it was difficult to remove the lead from a "tight" introducer. The physician pulled very strongly on the lead damaging it. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event. It was reported that during the implant attempt it was difficult to remove the lead from a "tight" introducer. The physician pulled very strongly on the lead damaging it. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.